Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during placement of the right ventricular (rv) lead a cardiac perforation occurred. The rv lead was placed in the rv apical area and sensing, impedance and threshold from the analyzer were within normal ranges. Upon checking values through the device, diminished r wave sensing was observed. It was also noted that the patient was hypotensive and an echocardiogram confirmed pericardial effusion. A cardiac perforation with tamponade was noted. The patient underwent pericardiocentesis. The rv lead was repositioned to the rv septum with normal sensing, impedance and threshold values the the analyzer and the device. Due to continued effusion, the patient was transported to the operating room for surgical intervention on the perforation. The rv lead remains in use. No further patient complications have been reported as a result of this event.